Event description:
It was reported that the subject guidewire device was used for an acute cerebral infarction intervention. During advancement, the subject device was fractured approximately 40 cm from proximal. The fractured fragment was immediately removed and replaced with a new device without clinical consequences to the patient. Per physician¿s opinion that the vessel condition was bad and tortuous, and when rotating the subject device, the tension was gathered and then fractured.